Event description:
Approx 17 months after cypher stent implantations, the pt died. The cause is unknown. Pt presented to cath in 2002 with no angina, recent mi within 72 hours and 2-vessel disease was found. Pre and intra-procedure medications included plavix, asa and reopro. Pci was performed on a 75% de novo lesion in the 1st om of 30mm in length in a 2.25mm diameter vessel. The (class c) eccentric lesion was characterizsed with an irregular contour, angulation between 45 and 90 degrees, little to no claification and thrombus was absent. The lesion was post-dialted with a 2.5/20mm balloon because the stent was not fully expanded. Residual diameter stenosis measured 0%. Timi iii flows were recorded pre and post-procedure.